Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise episodes. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.

Event description:
Correction it was reported that the patient's right ventricular lead exhibited noise episodes. During the procedure for lead revision, due to occlusion, a new lead/system was placed on the right side of the patient's body. The old left sided device was programmed off and was not removed at this time. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.